Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Reportedly, the cause of the low bg was due to bolusing too often and needing settings adjustments. Customer consumed carbohydrates and administered nasal glucagon to address bg. Reportedly, the customer fell and experienced a broken collar bone due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.